Manufacturer narrative:
(B)(4) -intraocular lens (iol).

Manufacturer narrative:
. Additional information: a review of the manufacturing records indicated that all process operations were in compliance. All tests results showed a pass condition. No deviations or non-conformances (ncr) related to the event were reported. Based on the manufacturing record review, no deviation or assignable cause was identified for the event reported. The documentation showed that the production order was manufactured according to specifications. Corrected data: date of event: (B)(6) 2013 (the exact date was not provided). Expiration date: 08/23/2016. Date of manufacture: 08/23/2012. Emdr follow up #1 was incorrectly noted for the "if explanted, give date section"; the correct section. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
In follow up it was learned that the intraocular lens was explanted because the patient was unhappy with the visual outcome. The date the lens was explanted was given as (B)(6) 2013; a specific date was not provided.

Event description:
It was reported that the patient underwent an implantation of a intraocular lens (iol) in the right optic which was explanted in a secondary procedure. No additional information was provided.